Event description:
During inspection of IV product after IV admixture, a white precipitant was found in the product when using a b. Braun 5 micron disk filter. It occurred several times with one particular lot. The lot was sequestered and no recurrence was seen with the new lot. The lot was sequestered and no recurrence was seen with the new lot. None of the ivs in which the precipitant was located were dispensed to pts.